Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they received four new programs in (B)(6). As of late (B)(6), none of the programs worked. Regarding their multiple sclerosis and lesions in the thoracic spinal cord, the patient was wondering if exacerbations had an effect. The patient was questioning if they should try new programming as the reported issues had not yet resolved.

Event description:
Additional information received from the consumer reported that the patient had 100 percent relief for 2 weeks after implant. The patient had a gradual change in therapy or symptoms. The patient initially had 3 programs and was reprogrammed to add 4 more. The manufacturer representative had reprogrammed the patient multiple times. The patient had tried all 7 programs and the last one gave 50 to 60 percent relief. The patient wanted to know if there was any further programming to be done. The patient had pre-existing multiple sclerosis (ms) and spinal cord legions that they believed were impacting the programming.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2016. The device worked well for the first 2 weeks, but for the past month or so it hadn't been working. The patient's symptoms were back to where they were before they got the device. The patient's overactive bladder (oab) was out of control. The patient was wetting themself and wearing a pad. The patient felt stimulation in their foot and groin on program 1 at 5.0v since (B)(6) 2016. The patient kept a diary for 1 day a week ago and went to the bathroom 20 times. The patient had tried program 1, 2, and 3, but none of them were effective. They hadn't tried program 4, but would try it. The indication for use for this patient was gastrointestinal/pelvic floor.